Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. I-flow received one full pump for evaluation and investigation. The visual inspection observed the clamp was closed and saf box set on 8ml/hr. A flow rate accuracy test was performed, and the pump infused within specification. The customer complaint of fast flow was not confirmed. No determination could be made as to why the pump appeared to infuse quickly.

Event description:
(Drug/diluent: naporin 0.75%/nacl 0.9%). (Fill volume: 400ml and flow rate: 4-6ml/hr). (Procedure: unknown and cathplace: unknown). Flow rate too high. (B)(6) tested product. Received with approximately 50ml of liquid inside. Pump was refilled to nominal volume of 400ml and set to 8ml/hr. Afterwards, sample was checked and reported that the flow rate was 30.2ml/hr. No adverse event reported. Date of event: (B)(6) 2011. Per dfu: nominal fill volume: 400ml. Maximum fill volume: 550ml. Saf flow rate: 2, 4, 6, 8, 10, 12, 14 ml/hr. Delivery accuracy: when filled to nominal volume, flow accuracy is +/- 20% of the labeled flow rate when infusion is started 0-8 hours after fill and delivering normal saline as the diluent at 22c, 72f.